Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an incomplete bolus alert was received. The customer's blood glucose (bg) level was 267 mg/dl. During troubleshooting with tandem technical support, review of pump bolus history revealed that the customer did not complete the bolus that had been initiated for the lunch meal. The customer indicated that a correction bolus would be delivered.